Manufacturer narrative:
(B)(4). Event date: the peritonitis event occurred on an unspecified date in (B)(6) 2014. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Treatment was not reported. At the time of this report the outcome of this peritonitis event was not reported. The action taken with the physioneal therapy was not reported. Additional information was unable to be obtained.